Manufacturer narrative:
The 3m espe received this report on august 26, 2015 and has attempted to obtain more patient-specific information. Since the dentist was not able to provide the additional information, patient-specific reporting is not possible. Since this event involved three medical devices, three manufacturer reports are being submitted. Section of this report describes the third device. Section of manufacturer report numbers 3005174370-2015-00066 and 3005174370-2015-00067, describe the first and second device, respectively.

Event description:
On (B)(6) 2015, dentist advised 3m espe that three or four of her patients required endodontic treatment because of severe sensitivity. The sensitivity followed restorative treatment using 3m espe scotchbond universal adhesive, 3m espe scotchbond etchant and 3m espe filtek supreme ultra universal restorative. Because the dentist was unable to provide patient-specific information, this report is being collectively made for all four patients. After the endodontic treatment, the sensitivity resolved in all of the patients.